Manufacturer narrative:
Evaluation summary: one sample was evaluated. The product is used in treatment. The reported condition was not confirmed. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air; the sample was left inflated 24 hours, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were noticed: therefore no failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff would not hold air and it caused shortness of breath to the patient. The customer stated that the trach was pretested and tested fine but after about a week, it developed a leak and the cuff had to be taken out and was replaced it with another one with the same size and style. It was reported that the patient was doing well at that time.